Manufacturer narrative:
Batch review performed on 16 october 2018: lot 150939: (B)(4) items manufactured and released on 12 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex #3/10 mm l (k121416), lot 147475: (B)(4) items manufactured and released on 28 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the surgeon informed us that the patient needed a revision about 3 years after primary due to knee stiffness. The next day he removed the tibia and re-cemented a larger tibia with a stem. The liner was revised as well. The surgery was completed successfully. Surgeon's comment regarding the cause of the stiffness was that shortly following the primary surgery, the patient's wife passed away and consequently the patient remained bed bound for a long period of time.